Event description:
It was reported the that the patient states her most recent implant worked for 3 days then stopped working. The patient states she had also been taking 2 different oral medications in addition to stimulator device and nothing helped her symptoms. The patient states she has been reprogrammed several times and it was still not helping her symptoms. The patient inquired about having the therapy removed. The patient states she does not have a healthcare provider. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va051ye, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Eight months later, it was reported that there was a gradual loss of therapeutic effect. No actions were taken, but the patient was going to call their gynecologist and schedule an appointment. The patient was alive with no injury.